Manufacturer narrative:
Additional information: d10, h3 plant investigation: one case was retrieved for evaluation and will be considered as the potential lot in an attempt to confirm the reported event. The alternate samples were visually inspected and were found to be acceptable. No defects were found during the inspection. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. During the evaluation, the samples were not confirmed per the alleged failure stated in the complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 4 of 4 of their pd treatment. The patient noticed there was some solution leaking on the floor and on the bed. The patient reported not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was no moisture or leaking inside the cycler. When the patient removed the tubing set being used, the inside area of the cassette door was completely dry. Technical support assisted the patient with canceling treatment. The patient was advised to re-setup with new supplies and to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event occurred at the blue pin connector of the cycler set. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the original cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.